Event description:
Pt was scheduled for a curettage and peripheral ostectomy with removal of lesion right mandibular ramus. While the physician was performing the last portion of the lateral corticotomy, the tps drill that was used became hot during operation in the surgeon's hand. When it was removed from the pt's mouth, a thermal burn was noted on the lower lip. At the time, it appeared that the burn had extended through the first several layers of epidermis. It was not felt to be a full thickness burn so it was conservatively treated with ointment. The pt will be monitored for any lasting harm.